Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6fr non-boston scientific (bsc) guide catheter was advanced and engaged the lesion coaxially and wire with a non-bsc guide wire. Pre-dilatation of the distal mid lad was performed with a 2.5x12mm nc balloon and a 2.50x32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. Further dilatation was done with the same balloon. The physician took the stent back and it was found that the stent strut was damaged. The procedure was completed with a 2.50x32mm stent. No patient complications were reported and the patient status was good. A 2.50 x 32mm synergy ii drug eluting stent was advanced for treatment but the stent couldn't be track because of calcium. So physician pre dilated once again with same 2.5mm nc balloon & he took the stent, however; it was noted that the stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported.